Event description:
White flecks were observed coming from the ultrasonic handpiece in 4 to 5 procedures performed on the same surgery day. The flecks were removed and the surgeries continued uneventfully. Post op examination revealed that all the pts exhibited poor outcomes and one particular pt presented with severe cornea edema. The dr expressed concern that the material flushed into the eye during surgery may be toxic. Approx one week follow-up with the pts revealed that the edema was resolving and that all were expected to have a full recovery.